Event description:
Healthcare professional reported ¿capsular contracture, baker grade is unknown¿. Later healthcare professional reported "capsular contracture baker grade IV". This record is for the right side. Device was explanted and replaced. Device has been discarded.

Manufacturer narrative:
The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade IV.